Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar incidents reported from this lot. A definitive cause for the reported mechanical jam could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the inability to remove the gripper line. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). The patient anatomy was not considered challenging. The first mitraclip had grasped the mitral valve leaflet and was ready to be deployed, but the gripper line did not move during the gripper line removability test. Troubleshooting steps were performed, but the line remained immovable and stretched. The clip was unlocked and the system removed from the anatomy. Two clips were successfully implanted, reducing mr to grade 1. There was a minor delay of approximately 15 minutes in the procedure, but it was not clinically significant and there were no adverse patient effects. There was no additional information provided.